Manufacturer narrative:
An event regarding a periprosthetic fracture and subsidence involving a restoration modular stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was provided. Further information such as x-rays, return of device, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The initial revision was two weeks ago. A biomet variable angle sliding screw was revised. The patient presented to the ER yesterday, and was diagnosed with a periprosthetic fracture which initiated at the sliding hip screw hole on the left lateral side. Because of the nature of the fracture, the stem subsided. The three modular pieces were pulled out easily, as one unit, and the fracture was repaired. A new implant was inserted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The initial revision was two weeks ago. A biomet variable angle sliding screw was revised. The patient presented to the ER yesterday, and was diagnosed with a periprosthetic fracture which initiated at the sliding hip screw hole on the left lateral side. Because of the nature of the fracture, the stem subsided. The three modular pieces were pulled out easily, as one unit, and the fracture was repaired. A new implant was inserted.